Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: no product returned documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2025 and a drain was used. The crack was found during use to the patient but it could not be removed and the cracked part was protected and used. (Dr's decision) no sample will be returned. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: this event was found during surgery. The product was continued to use after treatment regarding the product and there was no problem to the patient. The lot number is unknown j2308520 or j2308515. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the issue was found while in use during surgery. Was leakage reported?unk did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? How was the case completed?the reported device was used with protecting the cracked area to complete the case. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). Unk possible lots: j2308520 or j2308515: a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.